Event description:
It was reported that the patient underwent a "shortening osteotomy and correction" at l1-l4 using posterior fixation for lower back pain. Approximately a week post-op, a setscrew at l4 backed out and the hook was backed out too. A revision surgery was performed 10 days post op to replace the setscrew and the hook.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. We are unable to determine the cause of the event; however, the suspected devices in use are lot #w07k5947, w07k5950, and w08a0904. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.